Event description:
It was reported that the patient experience uncomfortable stimulation, itching and a burning sensation around the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg was explanted, replaced and repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.